Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. The customer¿s blood glucose during the incident was 107 mg/dl. The device did not pass troubleshooting. The device will be returned for analysis.